Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right hip procedure the threads in the cup top slipped and became damaged. The surgeon was unable to assemble the handle with the cup both pre and post surgery. Attempts have been made and additional information on the reported event is unavailable. A 90 minute delay was reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Trilogy shell was returned for evaluation. As returned, the threaded polar hole is damaged. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.